Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable hba1c iii tina-quant hemoglobin a1c iii results for many patient samples from cobas 6000 c (501) module serial number (B)(4). The customer was alerted to the issue by a call from a doctor stating that many patients that previously had normal results now had results 1.0% lower than expected. The customer investigated and noticed their qc results were at -2 sd. They recalibrated the assay and repeated the patient samples. The repeat results were believed to be correct. The customer stated they issued 426 corrected reports. Data was only provided for two patient samples. Patient 1 initial result was 5.2% and the repeat result was 6.1%. Patient 2 initial result was 5.3% and the repeat result was 6.4%. The customer did not believe there was any adverse event as they had not received any information indicating an adverse event had occurred. The customer believed there was a handling issue resulting in a bad calibration, causing the shift low in qc and patient results. The field service representative checked the analyzer and could not find a cause. He checked the fluidics, alignments, and rinse volumes. The customer ran calibration and qc with results that met the guidelines. The field service representative performed precision testing.

Manufacturer narrative:
Further investigation of the provided data confirmed the issue was due to a customer handling issue resulting in a bad calibration. A reagent performance issue was not suspected as the issue was resolved after recalibration.